Event description:
It was reported that the patient had withdrawal. It was reported that an x-ray was done, and the catheter was disconnected from the pump. The device was used to deliver dilaudid and clonidine. Reported signs and symptoms included nausea, vomiting, and shaking. The severity level was reported as severe, and the event resulted in in-patient or prolonged hospitalization. However, serious adverse device effect (sade) was reported as "no". The outcome was reported as resolved without sequelae with a resolved date of (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted, product type programmer, patient product ID, 8709 lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).

Event description:
It was reported the patient experienced medication withdrawal syndrome. The catheter was replaced on (B)(4) 2012.

Manufacturer narrative:
(B)(4).